Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The service technician was unable to duplicate no alarm sounded and the screen went. All testing performed using a good known test ac adapter as well as a good known test patient circuit. Ventilator then passed 120 hour extended tests at customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection does not reveal abnormalities. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported while using the ltv (lap top ventilator) 1150, the power went out in the facility and the device shut off, not operating on battery back up. The customer reported that no alarm sounded and the screen went blank. Customer was in the dorm at the time so they removed the patient from the ventilator. Patient was then manually ventilated until a backup unit was placed on the patient. There was no patient harm. The unit was returned to community surgical and the technician noted that the unit powered on with the battery and he was able to download the event trace.